Manufacturer narrative:
Device evaluated by MFR: a promus element, mr,ous 3.00x38mm stent delivery system (sds) was returned for analysis with stent protector covering the stent and the mandrel inserted. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was evidence of dried blood on both proximal and distal end of the balloon. A visual and tactile examination found no issues with the profile of the shaft. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06235. It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (mlad). A 3.00x38mm promus element drug-eluting stent (des) was advanced but failed to cross the lesion. A 3.00x16mm promus element des was then advanced but also failed to cross the lesion. A type b vessel dissection was then noted. The procedure was completed with a plain old balloon angioplasty (poba). No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06235. It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (mlad). A 3.00x38mm promus element ¿ drug-eluting stent (des) was advanced but failed to cross the lesion. A 3.00x16mm promus element ¿ des was then advanced but also failed to cross the lesion. A type b vessel dissection was then noted. The procedure was completed with a plain old balloon angioplasty (poba). No further patient complications were reported and the patient's status was stable.